Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 154,157,31 mg/dl.tests were done within >10 minutes with a difference of 65%. Patient did not experience any adverse events. No further information has been reported.